Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Joint assist records review indicates that the patient was revised on may 5, 2015 and during the implantation of zimmer biomet products, proximal tibia / distal femur non-displaced fractures were noted as intraop complications. Official medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral component catalog # 185283 lot # 3458069, tibial component catalog # 185203 lot # 354030, vanguard distal femur augument catalog # 185383 lot # 761510, vanguard distal femur augument catalog # 185403 lot # 960320, vg 360 univ pst fm aug catalog # 185343 lot # 144500, vg 360 univ pst fm aug catalog # 185343 lot # 917410, bmt splined knee stm catalog # 148316 lot # 070820, bmt offset adapter catalog # 185210 lot # 461680, bmt splined knee stm catalog # 148318 lot # 601210, bmt offset adapter catalog # 185210 lot # 461680, vngd ssk psc tib brg catalog # 183890 lot # 840400. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-05404, 0001825034-2019-05405, 0001825034-2019-05439, 0001825034-2019-05440, 0001825034-2019-05441, 0001825034-2019-05442, 0001825034-2019-05443, 0001825034-2019-05444, 0001825034-2019-05445, 0001825034-2019-05446. Remains implanted.

Event description:
It was reported that the patient underwent a revision knee arthroplasty due to infection. Subsequently, during the revision procedure, the patient's bone displayed proximal tibia and distal femur non-displaced fractures. No further information is available.